Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had open book and red x on her screen as well as multiple pump error alarm. The blood glucose level was 151 mg/dl at the time of incident. Customer reports they received the open book image on the pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 24 alarm due to moisture damage on the force sensor. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test alarm due to critical pump error (open book image) alarm. No unexpected pump error 23 alarm noted in the insulin pump was received with a critical pump error (open book image) alarm and pump error 24 alarm due to moisture damage on the force sensor. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test alarm due to critical pump error (open book image) alarm. No unexpected pump error 23 alarm noted in the downloaded history files. The downloaded history files.